Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a main voltage board. The device was evaluated upon receipt. The device was troubleshooted and found out that there was a problem with main voltage board. The main voltage board was replaced during the pm. The pm procedure was performed. Heater, mixing pump, circulation pump, drain valves replaced. The evaluation found no other issues with the arctic sun performance. The DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the during preventive maintenance they found out there was a problem with heating. They troubleshooted and found out that there was a problem with main voltage board.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a main voltage board. The device was troubleshooted and found out that there was a problem with main voltage board. The main voltage board was replaced. A DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during preventive maintenance they found out there was a problem with heating. They troubleshooted and found out that there was a problem with main voltage board.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during preventive maintenance they found out there was a problem with heating. They troubleshooted and found out that there was a problem with main voltage board.